Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter revealed coring in the seal of the sutureless connector. There was slight damage seen on the retaining fingers. Leaking was observed in the sutureless connector area during pressure testing.

Event description:
Additional information clarified the health care provider attempted to test the side port of the pump with the old connector connected to the old system. Initially he could not aspirate, so he elected to inject contrast and was able to do so utilizing a significant amount of force.

Manufacturer narrative:
(B)(4). The catheter analysis was moved to the event reported in manufacturer report #3004209178-2015-05114. (B)(4).

Event description:
It was reported that the side port was unable to be aspirated. It was indicated that a dye study and x-rays were performed. The healthcare provider (hcp) could push contrast but could not aspirate. On the date of this report, the pump was replaced and the sutureless connector (sc) was replaced and 1cm of the catheter was removed. There were no patient symptoms or complications associated with this event. The patient status at the time of this report was indicated to be ¿alive-no injury.¿ as of (B)(6) 2015, the patient was receiving effective therapy. The device system was used to deliver dilaudid 10mg/ml at 3.3mg/day. Please see manufacturer report # 3004209178-2015-05114 for the resolution of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8832, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.